Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 22 mg/dl. The customer stated that she had an episode of hypoglycemia and was passed out for 90 minutes. The customer stated that she treated her low blood glucose with juice. The customer stated that she had been experiencing low blood glucose for months. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump has been exposed to a CT scan. The customer was advised to contact her healthcare provider regarding her low blood glucose reading. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had had a small crack on the reservoir tube lip.